Event description:
A patient underwent a 3 level acdf spinal surgery on (B)(6) 2024 consisting of the seaspine/orthofix admiral acp system. Seaspine/orthofix was made aware on 20 feb 2026 that screws backed out approximately 12 months post-operatively. The x-ray provided appears to show that one of the top screws (superior most) has backed out. Additionally, one of the inferiors-most screws (caudal screws) appears to be slightly more prominent compared to the others. The part numbers that were reported were ap1-714018 4.0mm variable angle screw and a ap1-310054 cervical plate, 3 level, 54mm. No patient injury was reported. Currently, the patient is being monitored by the surgeon, and no revision surgery is planned. This report is being filed for the ap1-714018 4.0mm variable angle screw. See 3012120772-2026-00011 report for the ap1-310054 cervical plate, 3 level, 54mm.

Manufacturer narrative:
The affected devices were not returned for evaluation. The lot numbers were not provided; therefore, a device history record review could not be performed. The postoperative imaging provided indicates that the one of the top screws (superior most) has backed out and one of the inferior-most screws (caudal screws) appears to be slightly more prominent compared to the others. Due to the absence of the returned device and lack of additional information, the specific root cause cannot be conclusively determined. No patient injury, revision surgery, or additional medical intervention has been reported. The reported event is consistent with known potential adverse events described in the device labeling. Review of labeling: possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.